Manufacturer narrative:
(B)(6) 2018 - a follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 12nov2018. Philip's international service technician replaced the quick operating board. The equipment returned to normal. The device powered on and completed a self-check normally, and operation of the navigation board was repeated and was confirmed to be back to normal operation.